Event description:
Caller states the device produced a result of 134mg/dl, however device memory reflects a reading of 334mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.